Event description:
Boston scientific received information that during the implant procedure, the lead was attempted to be inserted from the subclavian vein. During the puncture with a non-boston scientific introducer, some bleeding had been observed, and was stopped by performing manual hemostasis for ten minutes. The lead was then inserted and lead measurements were normal. However, bleeding was observed again at the puncture site and hemostasis was performed again. The bleeding was difficult to stop and a surgeon was brought in to assist. The lead was explanted and hemostasis was performed again. It was believed the force applied to the vein when the sheath was being peeled induced a laceration. The implant procedure was rescheduled for a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not intended to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.